Event description:
A malfunction was reported on the pump by the caller. There was no reported impact to the customer's blood glucose level. The customer was advised to use multiple daily injections as a backup therapy and planned to return the faulty pump to tandem. Technical support provided instructions for storage and shipping and sent a replacement pump to the customer.